Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. And to correct information provided on the initial report. The following sections were corrected: g2. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was likely, that a contact failure, occurred inadvertently. And the indicated phenomenon of ¿error code b30¿ occurred as a result. However, the root cause could not be specified. Reproducibility is unknown, because the device has not been returned from the facility. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. Therefore, no conclusion can be drawn at this time. If additional information becomes available at a later time, a supplemental report will be filed.

Event description:
The customer reported that the evis exera iii xenon light source was presenting a b30 scope communication error during preparation for use. Additional details relating to the patient and the event have been requested, but are not available. There was no patient harm or consequence reported as a result of this event.